Event description:
Spectra optia instrument (sn (B)(4) gave a centrifuge speed sensor malfunction alarm during stem cell collection. Cpl operator followed instrument recommendations on screen. Alarm persisted and options given were to rinse-back or disconnect. Rinse-back was completed. Hotline was notified and service was requested. Instrument taken out of service. Rounding attending, cc, and patients attending notified. Manufacturer response for apheresis, specta optia (per site reporter). Verified centrifuge speed sensor malfunction.